Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer that the pump rejects new batteries, and had to rewind more than once. The pump gets warm with a rainbow effect on the screen. The customer stated that the pump was not working properly as the bolus was completed, but the blood glucose remains high and no alarm indicating for insulin flow block. The customer stated that the pump is overheating. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-332a, unomedical, and mmt-1780kpk. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the high blood glucose, battery failed alarm, and vibrate anomaly. Troubleshooting was performed for the pump hot, and the serialized device will be replaced. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. The customer will discontinue using the device. Mmt-1780kpk return requested. The customer agreed to return the device.